Event description:
Approximately one (1) month post-op the pt presented with redness of the shoulder. A second operation was performed and the surgeon removed what he believed to be the remains of the device. The pt is doing fine at this time.